Event description:
According to the reporter: during the sliding of the thread around the appendix, the thread cut the appendix at the base of the caecum, and the intestine was opened; a resection of the caecum with another device was completed.

Manufacturer narrative:
(B) (4). (B) (4).